Event description:
The customer observed false repeat reactive alinity I anti-hbs, alinity I anti-hcv and alinity I hiv ag/ab combo results generated on the alinity I processing module for multiple blood donors. The samples were re-centrifuged, repeated in duplicate, and the results were still low reactive. The customer stated confirmation testing was performed and the results were negative. There was no specific donor information or data provided. There was no impact to donor management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I anti-hbs, alinity I anti-hcv and alinity I hiv ag/ab combo results generated on the alinity I processing module for multiple blood donors. The samples were re-centrifuged, repeated in duplicate, and the results were still low reactive. The customer stated confirmation testing was performed and the results were negative. There was no specific donor information or data provided. There was no impact to donor management reported.

Manufacturer narrative:
The customer replaced and calibrated the sample alinity pipettor probe which resolved the issue. No additional discrepant result issues have been reported since the sample alinity pipettor probe was replaced. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity I system, the sample alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the sample alinity pipettor probe were identified.